Event description:
Customer reportedly obtained a result of 352mg/dl on the aviva system while feeling shaky. The customer was then taken to the hosp where, twenty minutes later, they tested 30mg/dl on the professional device. Customer was subsequently treated with a glucose IV. Requested return of suspect system and replacement was sent.